Event description:
It was reported that a (B)(6) caucasian hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 420cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient noticed her breasts were becoming smaller and she had pain around both her nipples. The description is consistent with deflated breast implants. Consultation with a medical professional has been conducted however no diagnosis has been determined. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-05247 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Upon review of the lot history records, nonconformance's were discovered relating to device malfunction. Mentor will address these nonconformance's within the quality system. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. FDA correction/ removal reporting no.: (B)(4). Manufacturer¿s reference number: (B)(4).